Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which corresponded to the clinical picture. Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant elevated total hemoglobin results on the rp 500 when compared to a non-siemens hematology analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Based on siemens review of the customer data provided, there is no specific evidence suggesting that the co-oximetry on this system at the time of testing was not performing as intended. The thb recovery for the aqc samples were in range. The root cause for the discrepant thb results could not be determined.

Manufacturer narrative:
Two more sets of discrepant thb patient data were received and the investigation has been completed. It was determined that not enough information was available to determine the root cause.

Manufacturer narrative:
Two more sets of discrepant patient data were received and siemens is in the process of evaluating these events. The cause of this event is unknown.

Event description:
The customer continues to report discrepant total hemoglobin results on the rp 500 when compared to a non-siemens hematology analyzer. There is no report of injury due to these events.